Manufacturer narrative:
Screw broke during insertion; device not considered implanted/explanted. Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the cortscr ø3.5 self-tap l45 sst (part #: 02.200.045, lot #: 13l1087) was received at us cq. Upon visual inspection, the screw was broken and only the broken screw head was returned. The hexalobe feature on the head was distorted. Dimensional inspection: dimensional inspection was not able to perform due to post manufacturing damage of the device. Document/specification review: relevant drawings was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the visual inspection of the complaint device revealed broken screw. Only the distorted screw head was returned. However the reported condition as embedded device could not be confirmed as no x-ray image was provided illustrating this condition. Although no definitive root cause could be determined based on the provided information, it is likely that the device experienced excessive forces or torque. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: 30-jul-2019, part number: 02.200.045, 3.5mm stardrive cortex screw self-tapping 45mm, lot number: 13l1087 (non-sterile), lot quantity: 240. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.200.045.099, 3.6mm screw blank 45mm dia 3.5 cortex screw w/sd15 lot number: 3l43429 lot quantity: 952 production order traveler met all inspection acceptance criteria part number: 11139, 316ltcri3.58 lot number: h764825 lot quantity: 1,094 lbs. Certificate of tests was reviewed and determined to be conforming. Lot summary report dated 22-oct-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent an osteosynthesis of proximal tibia fracture. During the procedure, to implant a 4-hole right medial proximal tibia plate, a 3.5 x 45 mm cortex screw was placed, but the screw broke at the junction of the head and the thread, generating two fragments. The screw thread remained in the patient's bone and the screw head was recovered. There was no patient impact. There was no surgical delay. Procedure was successfully completed. This report is for one (1) 3.5mm stardrive cortex screw self-tapping 45mm. This is report 1 of 1 for complaint (B)(4).